Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. Unit received with scratched on display window, cracked at battery tube threads and reservoir tube lip.

Event description:
It was reported that customer received a button error alarm and was not able to troubleshoot due to buttons not responding. Customer's blood glucose was not reported. Insulin pump would need to be replaced.